Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2020 a 12.6mm, vticmo12.6, -18.0/+2.0/110 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right (od) eye . The surgeon removed the lens within the same surgery. There was no patient injury. The reporter stated " lens got stuck in the plunger and got torn ". It was reported that on (B)(6) 2020 a replacement lens was implanted and the problem resolved.